Event description:
A customer contacted beckman coulter regarding erroneous wbc, rbc, hgb, and platelet (plt) results that were generated by the coulter lh 750 instrument. The initial wbc result was 12.6 x 10 to the 3rd power cells/ul. The initial rbc result was 2.97 x 10 to the 6th power cells/ul. The initial hgb result was 9.3 g/dl. The initial plt result was 497 x 10 to the 3rd power cells/ul. The customer retested the original sample. The repeated wbc result was 21.8 x 10 to the 3rd power cells/ul. The repeated rbc result was 4.79 x 10 to the 6th power cells/ul. The repeated hgb results was 13.9g/dl. The repeated plt result was 244 x 10 to the 3rd power cells/ul. An ER doctor question the results (unk which results were reported) and asked to collect a fresh sample from the patient. The new sample was tested on a different instrument in the customer's lab and then re-tested on the lh 750 analyzer. The customer indicated that the: wbc, rbc, and plt results obtained from the 2nd sample matched the results of the 1st sample rerun; the actual results were not provided. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Investigation summary (post event): the instrument is performing within qc specifications with respect to controls and reproducibility. The customer indicated that they performed a blood type of the two samples and they matched. Beckman coulter inc (bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. A field service engineer was dispatched to the customer lab. The fse verified the instrument performance. The fse checked vent line and replaced several tubings as a preventive measure. The fse cleaned the instrument. The fse performed carry over and reproducibility testing. The fse verified repair per established procedures; the results were within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.